Event description:
The monitor tech reported that the central nurse's station (cns) would not successfully perform a patient transfer and the patient was discharge at the source bedside monitor (bsm).

Manufacturer narrative:
Details of complaint: on 5/21/2019 customer reported receiving transfer failure on this cns device. It was also reported that device discharging patient source bed of transfer. Device logs were collected and sent to the manufacturer, nkc for evaluation. Service requested: evaluation. Service performed: evaluation. Investigation result: the following was the response from nkc: I checked the log again (retention period: 2019/4/18-2019/7/23) the log of 3 patient movement failures was output during the retention period. 2019/07 / 05,1: 57: 46, lsngw, information, none, 1926, n / a, cns41961, end patient transfer: srcip = 172.16.10.105 index = 20 dstip = 172.16.10.121 index = 20 result = fail. 2019/07 / 05,1: 56: 34, lsngw, information, none, 1926, n / a, cns41961, end patient transfer: srcip = 172.16.10.105 index = 20 dstip = 172.16.10.121 index = 20 result = fail. 2019/06 / 17,14: 57: 21, lsngw, information, none, 1926, n / a, cns41961, end patient transfer: srcip = 172.16.10.110 index = 20 dstip = 172.16.10.121 index = 20 result = fail. In all three cases, the log "dst bed is in input unit disconnected state" was output. This log indicates that the patient cannot be moved because the input unit of the destination monitor has been disconnected and the input unit is waiting to be connected. Before moving the patient, please check the status of the monitor at the source and destination. Based on the above assessment, the cause of the transfer failure was due to destination monitor was disconnected. Device functioned as intended. Device was put into service on 7/23/2017. Service history for this device shows the following: on 05/21/2019 300171202 - current notification. 01/17/2018 300110224 - customer stated cns device froze and had to be rebooted. Device had not been rebooted since it was installed. Service manual revision g states device should be restarted once every three months. On 07/26/2017 300091394 - not related to patient transfer. On 07/26/2017 300091393 - not related to patient transfer. Corrected information: f9. Approximate age of device: incorrectly calculated.

Manufacturer narrative:
Troubleshooting found no issues with the clinician's process. The source bsm (mu-631ra) also discharged the patient. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. No serial number was available. Attempts to obtain this information were made but it was never provided.

Event description:
The monitor tech reported that the central nurse's station (cns) would not successfully perform a patient transfer and the patient was discharge at the source bedside monitor (bsm).